Event description:
The device was opened and inspected prior to use. The hub of the stent catheter came loose from the catheter shaft when the stent delivery system was in the patient. The patient was not injured and the procedure was completed with another device, with only minor delay.